Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the first two rows on the proximal and the distal end of the stent were misaligned and some struts were raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was calcified. The physician advanced a 2.25 x 24 mm promus element plus stent delivery system and was not able to cross the target lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was calcified. The physician advanced a 2.25x24mm promus element plus stent delivery system and was not able to cross the target lesion. The device was successfully removed and it was noted that stent damage had occurred. The procedure was completed with another device. No patient complications were reported and patient's status is good.